Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge decreased by 40% within a day. Review of the pump data logs by tandem technical support confirmed the reported issue. There was no reported impact to the customer's blood glucose level. Although requested, the customer declined to provide additional information.